Manufacturer narrative:
Lot number is not available at this time.

Event description:
It was reported that a smiths medical flow stop cassette caused a smiths medical pump to alarm "no disposable". There was no patient injury.